Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion and restart alerts on the ilet pump over several days, and the device alert history did not display a restart code during troubleshooting. Symptoms included interrupted insulin delivery consistent with occlusion and restart alerts. Outcomes included provision of backup insulin therapy and shipment of a replacement device, with education provided on setup and the return process. Investigation included customer care troubleshooting and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.